Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: field of view is blurred, foreign object inside the nozzle, dirt on the objective lens and foreign object on the objective lens. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause of cloudy lens surface could not be identified. Additionally, the most probable cause of blurred field view was due to dirt on the objective lens. The most probable cause of foreign object inside the nozzle and foreign object on the objective lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had adhered mucous membrane in lens. The issue had occurred during gastroscopy diagnostic procedure which was completed with same device. There was no report of patient harm.